Event description:
Routine complaint investigation when a customer complaining of low blood glucose readings when compared to a lab comparison value. When plotted on a clarke error grid the difference in the readings fell into the "d" zone which could be clinically significant. No injury or medical intervention was reported.